Event description:
Information from trident ii study. Infection was reported.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown exeter v40 stem it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.